Manufacturer narrative:
The tandem user guide states, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ per the tandem user guide, ¿blood glucose values used for calibration must be between 40 to 400 mg/dl and must have been taken within the past 5 minutes. ¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 161 mg/dl, and the meter bg reading was 379 mg/dl. Reportedly, a second cgm bg reading was 80 mg/dl, and the meter bg reading was 200 mg/dl. The customer reported experiencing bg level of 25 mg/dl to 600 mg/dl with moderate ketones. Low bg was treated by consuming food, and elevated bg was treated by administering a correction bolus using the pump. Reportedly, the customer entered calibration values during periods when no cgm values were present. Reportedly, calibration bg values were not entered within 5 minutes of testing. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.